Event description:
It was reported by the physician that they performed a surgery on a patient with a proclaim ipg that was not in surgery mode. It was advised for the patient or manufacture representative to reach out for further intervention.

Manufacturer narrative:
Date of event estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.